Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a tight stenotic internal carotid artery. Once the procedure was completed and during removal of the emboshield nav 6, it met resistance with the retrieval catheter, therefore, it was not able to be retracted inside the retrieval catheter. There was much resistance noted when attempting to recapture the filter, but it was ultimately able to be removed. Resistance was met with an unspecified source. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned product. The retraction problem and resistance during removal could not be confirmed as the retrieval catheter was not returned. Additionally, the filter was returned in the delivery catheter and not the retrieval catheter as was reported. Several attempts were made for additional information on why the filter was returned in the delivery catheter and not in the retrieval catheter and no additional information was provided. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the filter was attempted to be retrieved using the delivery catheter instead of the retrieval catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.